Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing the error e99 occurred on the subject device and the user had not checked the concentration of the disinfectant solution with the test strip, also the user had performed disinfection nine times (19 days) with subject device. The person who operated the subject device at that day had been different from usual person in charge. The person in charge had checked the concentration of the disinfectant solution with the test strip usually. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was caused by a mistake in the management method of the disinfectant solution of the user. If additional information becomes available, this report will be supplemented.